Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Due to lack of device logs and no parts identified or returned as faulty, we have not be able to establish the root cause in this investigation.

Event description:
It was reported that the ventilator had peep (positive end expiratory pressure) and pressure errors. There was no patient involvement. Manufacturer's ref.#: (B)(4).